Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple no delivery alarms causing her blood glucose levels to rise over 400 mg/dl. The customer reported that she performed a complete set change and continued to receive the no delivery alarms. During troubleshooting, the customer changed the reservoir and reported that she did not receive a no delivery alarm. The insulin pump was not replaced or returned for analysis.